Event description:
It was reported that the catheter was leaking just below the hub.

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete, a supplemental report will be submitted.